Manufacturer narrative:
Agiliti was initially unable to confirm whether the device was manufactured by agiliti or to identify the specific unit involved until personnel went on site to visually confirm on (B)(6) 2026. Initial assessment indicates evidence consistent with a thermal event, but no immediate damage was noted in the unit. Root cause analysis is currently underway via (B)(4).

Event description:
The blower's control panel is exhibiting discoloration (turning black) and emitting a hot odor. The device remained operational; however, it was noted to feel hot during use.